Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer continued to use the same cartridge and resumed insulin delivery.